Event description:
It was reported that the pump touch screen was cracked and the left corner of the pump touch screen was unresponsive. The customer's blood glucose was 59 mg/dl. Reportedly, the pump was functional and the customer continued to use the pump for insulin therapy.